Event description:
It was reported that the patient broke his jaw following a syncopal episode. High rv lead pacing impedance of greater than 3000 ohms and high thresholds were noted. The rv lead was capped and no further patient complications were reported as a result of this event. Further information reported the patient had received inappropriate shocks 4 times and noise was visible.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.